Event description:
It was reported that nd pump won't run was experienced. Stopped and powered off. Line clamped. Cassette removed and tubing massaged. Small air noted. Green tab depressed. Reconnected cassette and powered on. Continues to alarm. Removed cassette again and repeated steps. Reconnected and unable to restart the pump. Pump powered off and line clamped. Patient will proceed to appointment this morning for removal. No additional information available.